Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(4).

Event description:
According to the reporter, the patient underwent a laparoscopic sigmoid resection. During recovery there was rectal blood loss and hemodynamic instability. During the procedure there was already a lot of blood seen on the dilatators while measuring the diameter rectally. During the sigmoidoscopy there was an arterial spurting bleed on the anastomosis. The patient underwent a laparoscopy.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, according to the reporter, the patient has to undergo a reoperation to reverse the stoma.